Event description:
After insertion into the pt's eye using the delivery device the haptic was found broken. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00723 for delivery device used with this lens.